Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a post implant aneurysm rupture. The physician had stated the neck had dilation from previous implant that created an endoleak. The patient didn't follow up post implant and came into emergency room complaining of belly pain. A proximal type I endoleak was noticed and an endurant 32x32x49 cuff was placed. Seal was obtained resolving the event. The physician stated the event was related to the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).